Event description:
Physician treated a high risk pt with a heavily calcified 2.0 left anterior descending (lad) vessel. Physician used an angiosculpt device and was able to cross the lesion. After multiple inflations, the vessel opened. Physician removed the 0.014" guide wire. Physician noticed recoiling of the vessel. Physician attempted to cross the lesion again but the lad was closed. Pt had renal insufficiency and did not want to increase contrast dose. Pt did not suffer any chest pain. Physician stated that it was expected and it was not a device issue, but it was the anatomy of a very small vessel.

Manufacturer narrative:
Pt information is not available. Hospital declined to provide the pt information. A recoiling of the vessel occurred during the use of the angiosculpt device. Physician had to rewire the vessel due to the recoiling which resulted in prolongation of the case. The physician stated it was not a device issue, but it was the anatomy of a very small vessel. There was no clinical injury reported by the physician. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter, total occlusion of the treated coronary artery is listed as a possible adverse effect of the procedure.